Event description:
The user facility reported that the tracheostomy tube was in use with a patient for an unknown amount of time when the cuff was found leaking. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.